Event description:
It was reported that during a vaginal hysterectomy, the device was used to cut the left side of the ligaments - it was not performing adequately but the cut was able to be completed. When the end of the grasper was turned to but the right side, it was resistant to turning. The end of the device was not able to turn as designed. It was able to be turned using force but the device would not function to cut, so a replacement device was used. There was no pt injury. This report is being filed for the findings upon investigation.

Manufacturer narrative:
Final device investigation found that the device was returned in good visual condition. Upon evaluation, the device was examined under magnification, and it was found that there was a nick in the cutting edge of the blade/material missing. The device passed all electrical testing. The device history record was reviewed and no discrepancies were noted.